Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported no complaint against left device, then later reported a left side rupture. The device remains implanted.

Event description:
Healthcare professional initially reported no complaint against left device, then later reported a left side rupture. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed rupture on the device. Observed red particles in the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.